Manufacturer narrative:
A case of ipg site pain was reported to abbott. Once the patient has health insurance again, he will reach out to us to schedule the explant. Since no further intervention is currently planned, this record will be closed. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
H6 - investigation conclusions code "24 - cause traced to intentional off-label, unapproved, or contraindicated use" changed to "67 - no problem detected".

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8877357.

Event description:
It was reported the patient experienced ineffective stimulation and pain at the ipg site. As such, surgical intervention may occur to address the issue. The investigation did not determine which lead resulted in ineffective stimulation.